Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom . Nine years old. Spay for pyometra on (B)(6) 2018. Re-presented on (B)(6) 2018 with swelling on wound site which had opened up: wound breakdown. Dog had to have a second anaesthetic and this investigation presented infected subcutaneous layers and seroma. Had to have antibiotics and further pain relief.

Manufacturer narrative:
Samples received: 2 open cassettes, one of the batch 617244 and the other one of the batch 617372 to analyze the three cases 400381238, 400381671 and 400381673. Analysis and results: there are no previous complaints of both possible code-batches. We have received three different cases of the same possible code-batches from the same customer. We manufactured and distributed 272 units of the batch 617244 and 257 units of the batch 617372. There are no units in our stock. We have received one open and used cassette of the batch 617244 and one open and used cassette of the batch 617372 to analyze the three cases (400381238, 400381671 and 400381673). We have performed the sterility test in the thread of the samples received and the samples incubated for 14 days remained without microbial growth. Therefore, the samples comply with the sterility test. We have tested the knot pull tensile strength of the cassette received from the batch 617244 and the results fulfil the requirements of the european pharmacopoeia (ep): 3.97 kgf in average and 3.63 kgf in minimum (ep requirements: 2.75 kgf in average and 1.25 kgf in minimum) on the other hand, the collagenase test is an "in vitro" degradation test. The objective is to obtain the strength loss in knot pull tensile strength of catgut in a buffer solution of ph=7.1. This "in vitro" test is the best approach to get a correlation with "in vivo" behavior of catgut thread. Knot pull tensile strength is tested after 1, 3, 5, 8 and 16 hours after the thread is in immersion with the solution. Knot pull tensile strength values after degradation test are compared to the initial knot pull tensile strength values, to obtain retention strength after each one of the testing time points. Usually, breaking strength retention values after 8 hours is around 50 % less than the initial knot pull tensile strength. The retention strength values after 8 hours for the sample tested of the batch 617244 is 48.1 %. This result means that for the tested thread the degradation has been lower. The speed of catgut absorption can be affected by many factors. The more proteolytic enzymes are present the more rapid absorption rate is expected. The use of catgut sutures is contraindicated in zones where infected wounds exist, as their absorption is much faster. When catgut suture materials are used the host tissue reacts with a mild inflammation reaction, which is typical for an endogenous reaction to a foreign body. The foreign body reaction is accompanied by a loss of strength and mass of the material as a result of the action of proteolytic enzymes (e.g. Collagenase) and the degradation of the collagen suture material until it has been completely absorbed. After sterility test, the cassette of the batch 617372 has been consumed. Therefore, knot pull tensile strength and collagenase test can not be carry out with the thread of this cassette. Reviewed the batch manufacturing record, these products had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Reviewed the complaint history, there are no other complaints regarding this issue in any of the other products manufactured with the same thread raw material batches, as the used in these products. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.